Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time and was unable to communicate with external devices. As a result, the patient underwent surgical intervention to have their ipg replaced. Therapy has been restored.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.